Event description:
During a follow up call for a related complaint, the patient reported that when the cassette was removed it was wet. The patient reported his left hand was exposed to the solution. A companion sample was available and requested as the actual sample was discarded. The lot number was h10f28147. The address was confirmed for the sample return. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2201 alarm. The report was not confirmed due to lack of sample. A batch review was performed on the associated lot with no issues noted based on the information obtained from baxter's investigation, the root cause was due to a leak in the cassette. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.